Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm and reproduce the customer reported issue. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. After replacement, the system was tested, operated without error and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu unit involved with this complaint and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode and failed due to electrical and fiberoptic defect. The unit will be returned to the OEM (original equipment manufacturer) for repair. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the integrated electro surgical unit was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the clinical sales representative (csr) reported the mono-polar energy was not working and there were multiple erbe errors. The csr stated that they tried swapping out the mono-polar instrument and instrument energy cable but still had issues. The technical support engineer (tse) viewed the system logs and confirmed multiple iesu errors (m-11, c-34, m-18, and c-38's). The tse recommended to power cycle the generator, but the issue and errors remained. The tse then recommended to power down the generator, remove the power cord from the back of the erbe for approximately 20 seconds, install the power cord and then power the erbe back on. The csr performed these troubleshooting steps, but the issue remained. The csr was able to connect a third party generator for monopolar energy and the surgeon proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected before use and there was nothing out of the ordinary identified. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.